Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 4.11j. Retainer ring = black. Customer returned pump for an alleged pump error 25, pump error 49 and pump error 68 on event date (B)(6) 2022. The pump passed the displacement test, active current test, sleep current test and self test.test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thus. Pump error 25 was found in the history download on (B)(6) 2022 02:00:00.000. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 240 consecutive minutes due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcb 1, the pump was monitored and functioned properly. An expected pump error 68 was present in history trace files on (B)(6) 2022 19:47:03.000 and an expected pump error 49 was present in pump download history on (B)(6) 2022 19:47:03.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, missing display window cover, cracked case - corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, corroded battery tube and label damage (faded/stained serial number label). Pump error 25 confirmed due to a connector resistance issue with the j6 connector on pcba 1. Unexpected pump error 49 and pump error 68 not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.